Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred during a lar/gastrectomy, the staples were placed and seemed to form fine. After the device was removed from the lower abdomen the staple line bleed heavily and extensive over-sewing was necessary to control severe blood loss. There was unanticipated tissue loss. There was more than 500cc's of blood loss. There was mention of extensive ICU stay and long hospital stay. It was noticed there was a gap in closing the stapler.

Event description:
According the reporter, there was no specific issue with the device and the device had caused the patient to bleed.